Manufacturer narrative:
A ge service representative performed an on site investigation. The ii tube power supply, ii tube, and ccd camera were evaluated and planned for replacement. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported to this event.